Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for eval.

Event description:
Customer reported the cuff would not deflate during pre-test. Customer stated no pt was involved with this event.